Manufacturer narrative:
On an unreported date in (B)(6) 2019, the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (intraperitoneal, dose and frequency not reported) into dianeal for peritonitis. At the time of this report, the patient has recovered from the event. No additional information is available as the reporter declined follow up.